Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. Eval has found through the device history record search that the input/output printed circuit board (I/o pcb) and processor printed circuit board (processor pcb) do not match this unit. Upon power up of the device it was determined that the internal serial number did not match the external number on the device. Through review of the device history record it was determined that the processor pcb and I/o pcb both came from a different device. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired adn has been removed from service.

Event description:
During baxter's eval of spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.